Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at noon on (B)(6) 2017. The patient reported obtaining blood glucose readings of 167, 235 and 300mg/dl on the subject meter, within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. The patient also stated that the reading of 167mgdl was inaccurately low compared to their feelings and/or normal readings. The patient reported that one hour prior to obtaining these readings they developed symptoms of ¿weakness, cold/numb legs, blurry vision, dizziness, fatigue and sensitivity to light¿. The patient manages their diabetes with a combination of oral medication, diet and exercise. The patient denied making any changes to their usual diabetes management regimen. The patient reported visiting their doctor on (B)(6) where they were given an unknown dose of ¿sufanide¿. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.